Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damaged found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a post-operative migration of the active electrode out of cochlea. Reportedly the recipient suffered from an otitis media, which likely contributed to the electrode migration. This is a final report.

Event description:
The user's electrode array reportedly migrated out of the cochlea due to otitis media. The user was reimplanted on (B)(6) 2025.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's electrode array reportedly migrated out of the cochlea due to otitis media. The user was reimplanted on (B)(6) 2025.